Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped the insulin pump on the floor. Customer stated there was a crack on the case and the display is readable. Customer stated that the drive support cap appears to be damaged and sticking out. Customer did not press the cap while being connected. Customer is on holiday and had a bicycle accident. The pump replacement will be sent. Customer was also asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.